Manufacturer narrative:
The user facility submitted medwatch report # (B)(4) for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the filter set of a prismaflex m100 set during priming, the tubing on the effluent line broke and became dislodged from the filter set. There was no patient involvement. No additional information is available.